Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of the ins turning off by itself was not determined. However, it seemed that it was dying every time it was turning off by itself. She spoke with patient services and they deemed it appropriate to get a new a battery and controller. The issue of the ins turning off by itself had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via healthcare professional (hcp). It was reported that patient was still experiencing the same issues where she would see a yellow warning triangle and device would shut off. The rep did not have specific information regarding patient error observed but was inquiring on patient's past complaints. This hcp was stating that many patients were reporting the same issues and believed there may be a systemic issue. All previous cases were reported. No further complications were reported.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient tried to charge the ins but when positioning over the ins they would press continue and it wouldn't charge. The rep said the patient tried to charge for 5 hours and there was no difference. The rep said the patient texted them this morning a picture of the position recharge antenna. The rep called later and said they were able to speak with the patient. The patient stated they charged the controller for 5 hours and controller was still at 60%. The rep also clarified that when the patient positioned the recharger over the device, pressed continue, and it would click and look for device but then go back to position recharger over device. The rep noted that it did not show a no device found screen. The rep said this process would continue until the patient resets the controller but then it keeps happening and was causing the patient to be frustrated. There was intermittent operation of the controller and it wouldn't charge the ins. A replacement controller was sent to the patient. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins wouldn¿t charge sometimes. It was reported that they take the recharger off and leaves it off for a while and ¿sometimes it takes, other times it doesn¿t.¿ the patient reported that the patient sometimes sees a no device found or poor recharge quality screen. The patient reported that they were charging the ins for an hour and half and it ¿would not get any charge.¿ the patient then tried to charge again and ¿it did not recognize any of [their] equipment.¿ the patient was able to charge with excellent quality at the time of the call. The patient was issued a replacement recharger. A manufacturer representative called in and stated that the patient received a replacement recharger, but really, they needed a new controller. The caller reported that the ins was shutting itself off in coincidence with the controller. It was unclear if the controller was shutting off or going into sleep mode. The patient was instructed to keep a log of when this happens. No symptoms or complications were reported.